Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her husband¿s onetouch ultra 2 meter read inaccurately high in comparison to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The reporter stated that the meter issue began on (B)(6) 2017 at 4.10 pm, alleging the patient obtained inaccurate high blood glucose results of ¿188 and 233 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that the patient manages his diabetes using insulin (self-adjuster) and in response to the alleged inaccurate high result, he took extra insulin (5 units novalog). The reporter stated that approximately 35 minutes after the alleged inaccurate results, the patient developed symptoms of ¿could not think drink, drive or function and panic¿, which he related to having a hypoglycemic event. The alleged symptoms required him to self-treat with ¿orange juice¿. Prior to taking the orange juice the reporter stated the patient obtained a blood glucose reading of ¿36 mg/dl¿ on an unknown meter. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.